Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as the ¿needle was retracting slowly.¿ there is no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: lot analysis: device/batch history record review: yes. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received five iag 20ga units in sealed package from the lot number 7188851. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the components (spring, n needle hub, grips) or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned units provided for evaluation met and performed per the required manufacturing specifications. Conclusions: the defect needle retraction slow; as stated as the reported code was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Root cause: relationship of device to the reported incident: indeterminate there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.